Manufacturer narrative:
Additional information was added: the lot was manufactured from september 26, 2019 - september 28, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. The device was filled with 8g flucloxacillin chloride. This issue was identified after use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.